Manufacturer narrative:
(B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that ¿when detached the needle hub from the skin¿ the medication leaked from a bd micro fine plus ¿ pen needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: three photos of a 31g x 8mm pen needle sample were returned from an unknown lot. No., cat. No. 320102. Visual examination of the returned photos was carried out and a bent non patient end of needle and a broken non patient was observed. Visual examination of the returned photos was carried out and a bent non patient end of needle and a broken non patient was observed. No lot history review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.